Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 15 mg/dl, 487 mg/dl, and 84 mg/dl, while using the compact plus system. Pt reportedly performed add'l back-to-back tests, on the compact plus system, with results of 452 mg/dl, 477 mg/dl, and 122 mg/dl. Reporter did not indicate if pt took any action based on these results. No adverse event was reported. The MFR requested the return of the suspect product for eval and replacement product was shipped.

Manufacturer narrative:
Event occurred in other country. The returned test drum was empty. As such, evaluation of the suspect product was not possible. Retention data provided.